Event description:
It was reported that during an unknown procedure, the tip of the device broke. Another like device was used to complete the procedure. There were no adverse consequences for the patient. Unknown if the device will be returned or it was discarded.

Manufacturer narrative:
(B)(4). Device not returned. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Additional information: ID the titanium blade tip break off? Yes. Did the broken tip fall into the patient? Yes. If yes, was it retrieved? Yes. Is the broken tip returning with the device or was it disposed of? It was disposed of.